Event description:
It was reported by the hcp that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but would not deploy from the delivery system. The capsule did not remain attached to the esophagus, and the delivery system was removed from the patient with the capsule still attached to it. A second capsule was tried, which also attached to the patient's esophagus, but would not deploy from the delivery system. This capsule remained attached, and during removal of the delivery system, it caused tearing of the esophagus. Further information has been requested from the hcp, but has not been received at the time of this report. A follow-up medwatch report will be sent if further information is received.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.